Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette leaked during testing. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. Visual inspection of the returned sample found the returned cassette to be a combined cassette. A review of the reported finished goods lot bill of materials indicates the cassette to be a posterior cassette. As such, an evaluation on the indicted cassette lot was unable to be performed. The returned combined cassette was tested for fluid leakage and no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cassette associated with this event was not returned and therefore a root cause of the device could not be verified. Another cassette was returned and tested and no fluid leakage was detected during laboratory testing. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).